Manufacturer narrative:
The returned device was evaluated. The device passed all visual and functional testing and the was found to visually and audibly alarm during alarm conditions. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The reported issue was unable to be confirmed.  The device is fully functional. During evaluation a secondary issue was indicated that the tb20 connector has cosmetic damage to the pin which does not affect functionality.

Event description:
The customer reported that the device doesn't acquire spo2 properly. No consequences or impact to patient were reported. The spo2 reading on the rad-97 was 87% and didn't correspond with the patient state. They tried a ge carescape monitor with masimo technology using a disposable neo sensor and lncs cable and the result was 97%.